Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy test') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with application site discolouration and application site pruritus, nervousness ("I was so nervous"), eczema ("eczema") with pruritus and blister ("tiny blisters to form all over the palms of my hands"). The patient was treated with surgery (she scheduled me in for my hysto). At the time of the report, the allergy to metals, nervousness, eczema and blister outcome was unknown. The reporter provided no causality assessment for allergy to metals and nervousness with essure. The reporter considered blister and eczema to be related to essure. No further causality assessment were provided for the product. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media content received: events: blisters, eczema, pruritus were added. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy test ") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with application site discolouration and application site pruritus and nervousness ("I was so nervous"). The patient was treated with surgery (she scheduled me in for my hysto). At the time of the report, the allergy to metals and nervousness outcome was unknown. The reporter provided no causality assessment for allergy to metals and nervousness with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.